Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and the date on the pump was changing on it's own. The customer stated that they corrected it. There was no reported impact to the customer's blood glucose level.